Manufacturer narrative:
MDR 2517506-2018-00174 was also filed for the same incident. The customer contacted the siemens customer care center for the discordant elevated cardiac troponin (ctni) result on the dimension vista instrument. Quality control was within specification during testing. The cause for the discordant elevated ctni result is unknown. Siemens is investigating the incident.

Event description:
A discordant falsely elevated cardiac troponin (ctni) result was obtained on a patient sample on the dimension vista 500 instrument (B)(4). The result was reported to the physician. A sample was sent to an alternate laboratory and negative results were obtained with two non-siemens alternate methodologies. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated ctni result.

Manufacturer narrative:
Original MDR 2517506-2018-00173 was filed 20-mar-2018. Additional information (30-mar-2018): siemens headquarters support center (hsc) has reviewed the instrument data and completed their evaluation. No product nonconformance with the instrument or reagent was identified. The issue was limited to the sample from a single patient and no other issues with qc, calibration, patients or instrument performance have been identified. The cause is unknown.